Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 05nov2018. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2018. The cause of death was reportedly unknown. No autopsy was performed, and the pump was not explanted. The account declined to provide patient outcome information for this event, due to patient privacy laws. The device operated as expected.